Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, the patient had a bilateral knee replacement on (B)(6) 2013. Over a period of time, the patient began to suffer from symptoms associated with excessive wear of the devices, including but not limited to, pain and lack of mobility. As a direct proximate result of the failure of the exactech devices, the patient will need to undergo revision surgeries of the bilateral total knee replacements at a future date. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.